Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain,"), pelvic inflammatory disease ("infection ¿ pelvic inflammatory disease"), scar ("ovary and bladder scar tissue") and abdominal distension ("gastrointestinal digestive system condition: bloating") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), abdominal distension (seriousness criterion medically significant), abdominal pain ("abdominal pain / excessive cramping / abdominal pain/side pain"), back pain ("back pain"), arthralgia ("joints pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding / blood clotting / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstruation irregular ("sporadic menstrual cycles"), headache ("headaches / headaches"), alopecia ("hair loss"), coagulopathy ("blood or heart disorder/condition ¿ clotting"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue "), migraine ("migraines"), nausea ("nausea "), amnesia ("neurological conditions ¿ memory loss"), allergy to metals ("nickel allergy"), depression ("depression "), anxiety ("anxiety"), rash ("rashes or skin conditions"), endometriosis ("reproductive system disorder or condition ¿ endometriosis"), vaginal discharge ("ovary and bladder scar tissue removal surgery; vaginal discharge"), weight increased ("weight gain"), amenorrhoea ("other injuries ¿ lack of menstrual cycle,") and dysgeusia ("metallic taste"). The patient was treated with surgery (hysterectomy to remove the essure device, salpingectomy), surgery (total hystetectomy, unilateral salpingectomy ), surgery (ovary and bladder scar tissue removal surgery) and surgery (bowel removal surgery). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, menstruation irregular, headache, alopecia, dyspareunia, fatigue, migraine, nausea, amnesia, allergy to metals, depression, anxiety, rash, endometriosis, vaginal discharge, weight increased, amenorrhoea and dysgeusia outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, coagulopathy, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, scar, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. On (B)(6) 2012, plaintiff will supplement and total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), blood or heart disorder/condition ¿ clotting, dyspareunia (painful sexual intercourse), fatigue, bloating, hormonal changes, hysterectomy (full), back pain, joints pain, infection ¿ pelvic inflammatory disease, migraines, nausea, neurological conditions ¿ memory loss, nickel allergy, psychological or psychiatric problems ¿ depression anxiety, rashes or skin conditions, reproductive system disorder or condition ¿ endometriosis, ovary and bladder scar tissue removal surgery; vaginal discharge, weight gain, other injuries ¿ lack of menstrual cycle, metallic taste. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / excessive cramping"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding / blood clotting"), menstruation irregular ("sporadic menstrual cycles"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menstruation irregular, headache and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, headache, menstruation irregular, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.